Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed in t:connect. Cartridge change sequence competed back to back with two ¿fill tubing¿ processes. User made bolus requests without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared. The customer reported a blood glucose (bg) level of 37 mg/dl and the bg level was addressed with a glucose tablet. The cause of the bg level was unknown. At the time of report, the customer's bg level was 85 mg/dl.